Manufacturer narrative:
The t:slim pump user guide cautions that insulin should be at room temperature before filling a cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received a minimum fill message after filling the cartridge with insulin during the load process. Reportedly, the customer was unsure of the amount of insulin the cartridge was filled with; however, stated it may be 250 units of cold insulin. There was no impact to the customer's blood glucose level. Recommendation was made by tandem technical support to load a new cartridge.